Event description:
Information received a smiths medical cadd legacy 6400 alarm double beeped with cassette. No patient involvement, as event occurred during testing.

Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to replicated by analysts. The beeping issue was found to be an issue with the downstream sensor issue. This sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.